Event description:
Currently I am using a mini-med paradigm insulin pump and have been since 2002. Since then I have continually been having problems with cracks in the plastic casing of the pump. Mini-med replaced one in 2003 for cracks. Again in 2004, 2005, 2 mos later in 2005, 2006, two mos later in 2006 and today I contacted them because the one that I am currently using has severe cracks and probably is the worst of those that I have sent back and their answer, with much persuasion, is to send me another pump even though mine is out of warranty. I have never once dropped one of these. I am on disability so therefore I'm not abusing them and I have never worn it in the shower or in the water. At this point, I am really frustrated and need to know why this is happening and they have yet to send me an analysis of what they find when I return them, as they have always told me that they would. I am thoroughly convinced that something must be wrong with this product. Their answer is always that I am the only one having this problem. I really have a hard time believing this. If this had happened only once, I could understand that it might be a fluke thing but 7 times in a period of 3 years is a bit much! As you know this is an extremely important device, necessary in controlling my diabetes. Please help me.